Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f249 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f249 for the reported issue shows no trends. Trends were reviewed for complaint categories centrifuge bowl leak/break, noise. No trend was detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
A customer called to report a centrifuge bowl leak/break that occurred during purging air. There had been less than 150 ml whole blood processed when the incident occurred. The customer stated that there was noise coming from the centrifuge chamber, and shortly after is when the centrifuge bowl leak/ break occurred. The patient was disconnected from the instrument with no blood returned. The customer stated that the patient is in stable condition and not affected by the incident. The customer has provided photographs to be investigated.

Manufacturer narrative:
The customer provided photographs were returned for investigation. The photographs verified the reported centrifuge bowl leak/ break while it was in the centrifuge chamber. There is a 100% leak test of the bowl assemblies and a subsequent 100% leak test of the finished kits containing the bowl assemblies on the production line. These tests are in place to detect any breach of the bowl assembly. A material trace of the centrifuge bowl used to build kit lot f249 did not find any non-conformances. Review of the customer complaint description, complaint trending and customer returned photographs could not identify a root cause for the reported incident. No further actions required at this time. Investigation complete. (B)(4).